Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user's previous sensor was not removed during the initial removal attempt. The sensor was not palpable prior to making the incision. The healthcare provider utilized the transmitter, ultrasound, and magnet to assist with localization. According to notes from the authorized data collector (adc), "when inserting the clamps to remove the sensor, the hcp was unable to locate the sensor and therefore could not extract it.". The user is doing well, and a second removal attempt has been scheduled for (B)(6) 2026.